Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. Customer reported that a pt's blood pressure dropped to 50/40, fifteen minutes into the tpe procedure. The procedure was paused for about 20 minutes. Two units of packed cell along with several medications (10% ca gluconate, benadryl, levaphed, solumedrol, pepcid) were administrated to stabilize the pt and it was successful. After the pt was stabilized, the procedure was run to completion.

Manufacturer narrative:
(B)(4). This kit was not available for a specific root cause analysis, or to formulate corrective and preventive actions by quality assurance. Right after the incident, the pt's hct was checked and found to have decreased significantly from the previous days to 14%. The record showed her previous 3 days hct was 25, 26 and 29%, already lower than the average of about 38% for female. This may be the result from her above mentioned conditions at the time of the procedure. The fact that after the pt received 2 units of packed cell, the pt condition improved and that she was able to complete the procedure indicates that her blood hct and her blood volume was already lower than the previous level at the time of procedure, to the point where the procedure might have not been appropriate for this pt. After the procedure was completed, the pt's status was stable and blood pressure was elevated and maintained at normal level. In the customer's report, it is noted that the machine or disposable did not cause this bold pressure drop in the customer's opinion.